Manufacturer narrative:
No patient involvement. Date of event: it is unknown when the event occurred. Additional procode gfa, gff, hsz. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during inspection (B)(6) specialist found a broken cutting edge of drill bit ø 13.0mm, cannulated, l 290mm. Broken part was not returned with drill. No patient involvement. This complaint involves one (1) device. This report is for a drill bit. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A device history record (DHR) review was performed for part number: 351.270, synthes lot number: 2657194: release to warehouse date: 16.dec.2010, manufacturing site: (B)(4): no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was performed. The visual inspection of the returned drill bit has shown wear marks and scratches on the whole instrument. One part of the tip section is broken off as complained. The coupling shows signs of multiple use. The cutting edges are completely worn out and strongly damaged. The damage incurred is determined to be post production. The wear and tear appearance of the instrument is a clear indication, that the product was used in an excessive way over the years, as the product was manufactured december 2010. We do suppose that the cause of the damages is the result of a mechanical overload situation during use. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements. No manufacturing related issues that would have contributed to this complaint were found. The used material was stainless steel as required. Outer diameter of the device measured and found to be within the specification per relevant drawing. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The subject device has been received by the manufacturer and is undergoing investigation. The results of the investigation are pending completion and will be submitted in a supplemental report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.